Event description:
It was reported that the patients right ventricular (rv) lead had a fracture, was over-sensing noise with pacing inhibition, failing to capture and had high pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. No patient condition was reported.